Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a reprocessed soundstar® catheter and during set up, it was noticed that at the end that connects to the carto¿ 3 system, the soundstar® catheter had a foreign string like object in the packaging. The packaging was not opened. There was no physical damage or any other issue observed on the package of the device. The catheter was replaced and the issue resolved. The procedure continued.

Manufacturer narrative:
The product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).